Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the graft r-pda. Approximately 11 months post procedure patient suffered mi and died sudden cardiac death. The investigator and sponsor assessed the event as probable related to the index device or to the anti-platelet medication.